Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr = 1.3, second test inr = 1.9, third test inr = 2.5. Caller alleged discrepant results compared with the lab. Results as follows: date: see scanned table.

Manufacturer narrative:
Inratio precision data provided by end-user lot 070057: first test inr = 1.3, second test inr = 1.9, third test inr = 2.5, mean = 1.9, sd = 0.6, %cv = 31%. The %cv is less than or equal to 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see scanned table. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time. Products will be tested when returned.